Event description:
It was reported that the customer's blood glucose (bg) was 1.8 mmol/l. Cause was not known. Customer consumed carbohydrates to address bg. Pump system check was performed with technical support and no pump issues were identified.